Manufacturer narrative:
(B)(4). Approximate age of device-1 year. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the lvad clinic for a follow up monthly visit on (B)(6) 2017. Interrogation of the lvad system at the time showed multiple speed decelerations. The patient was asymptomatic at the time but stated that dizziness was experienced at times with getting up. Laboratory tests obtained during the clinic visit showed a lactate dehydrogenase (ldh) level of approximately 1,316 u/l. The patient was admitted on (B)(6) 2017 for further evaluation and treatment with intravenous bivalirudin IV was initiated. A log file submitted to the manufacturer's technical services department was analyzed and no unusual events were recorded. On (B)(6) 2017, it was reported that the patient was being medically managed on an angiomax infusion. A second log file submitted to the manufacturer's technical services for analysis showed the pump was operating as intended. No other information provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. No atypical alarms were captured in the submitted system controller log file and the pump speed remained above the low speed limit for the duration of the log files. The log files appeared to show the system operating as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided.